Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024 & (B)(6) 2024 two infusion set was fell off during use. No further information available.

Manufacturer narrative:
Initial and final MDR 1908278 - MDR 3003442380-2024-13258 - device 1 of 2.